Event description:
It was reported that the customer experienced diabetic ketoacidosis and that an undefined malfunction occurred. The customer was subsequently hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.